Event description:
The gia stapler stopped firing during surgical procedure. Stopped use immediately and took from operative field.======================manufacturer response for endo gia ultra universal staspler 12mm, endo gia ultra universal stapler 12mm (per site reporter).======================will replace for a replacement.